Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Customer was informed to continue using the pump and to call back if any malfunction code recurs.